Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : no. If they were used, was something attached to them? : if yes, any comments returned quantity: 6. Details of the event (timeline, history, etc.): when needle was attached to norditropin, it was loose and could not be attached.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch section c for additional information. For lot # 3312578: corrections made to sections d4 (lot number & expiration date), h4 (device manufacture date), and h6 (type of investigation, investigation findings, & investigation conclusions). Component code: 3088 - needle. Impact code: 2199 - no health consequences or impact. Clinical code: 4582 - no clinical signs, conditions or symptoms. Device code: 1399 - misconnection. Type of investigation: 10 - testing of actual/suspected device. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. For lot # 3312578: additional information provided to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Component code: 3036 - cannula. Impact code: 2199 - no health consequences or impact. Clinical code: 4582 - no clinical signs, conditions or symptoms. Device code: 1399 - misconnection. Type of investigation: 10 - testing of actual/suspected device. Investigation findings: 3211 - deformation problem. Investigation conclusions: 4315 - cause not established. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent non patient end cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h11 (the second lot number mentioned in h11 of previous medwatch (follow up - 1) should be lot # 3312577.